Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device was overheating and the cutter insertion was rough. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported incorrectly in the initial medwatch that the device was overheating and the cutter was running rough. The correct reported condition was that the device had no cable or cap for connector. There was no alleged malfunction of overheating or of a rough running cutter due to corrected information, it was determined that this event could not cause or contribute to a serious injury and/or death. Therefore, no further investigation will be reported.